Event description:
The customer reported a clog in the glp disposal tube on the glp loader module. The disposal tube was clogged and therefore the tubes didn¿t drop down. The disposal tube was cleared and no further issues were observed. There was no patient involvement and no reported impact to patient management or user safety.

Manufacturer narrative:
As part of troubleshooting, the fsr removed the glp disposal tube (list number 06t24-01) of the glp loader module (06t12-01) and determined the disposal tube was the cause of the customer issue. During investigation it was found that the reason the 16 mm sample tubes were getting stuck in the glp disposal tube is because the disposal tube was found to be deformed and not quite round. The deformed disposal tube lead to sample tubes getting stuck causing back-up and potential spillage of the sample tubes and its contents. The cause for the deformed tube was determined to be related to the material of the disposal tubing (pvc). The material was found to be too flexible. Because the tubing is deformed and flexible, they become bent when being inserted, resulting in less space for the sample tubes to slide into the waste bin. As an interim action the disposal tubes will be checked at the supplier via a test procedure for incoming inspection and for in-process controls. As a long-term solution an alternate tubing material will be found that cannot get easily bent. Based on the investigation, a deficiency was identified with the glp disposal tube (list number 06t24-01) for the glp loader module (lm), serial (B)(4). This report is being filed on an international product, glp loader module, list number 06t12-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51 note: the glp systems track is not yet distributed in the us.

Manufacturer narrative:
This MDR is being sent to correct information previously reported in h10. The long-term solution is to remove the tubing to utilize the full diameter of the disposal pathway, which will reduce the likelihood of tubes getting caught in the disposal pathway.

Event description:
The customer reported a clog in the glp disposal tube on the glp loader module. The disposal tube was clogged and therefore the tubes didn¿t drop down. The disposal tube was cleared and no further issues were observed. There was no patient involvement and no reported impact to patient management or user safety.